Event description:
It was reported that the patient presented for routine device change with a history of low pacing impedance exhibited by the right ventricular lead. The lead was capped and replaced on 7 feb 2023 during the procedure. The patient was recovering.